Event description:
Per the clinic, the patient was prescribed oral antibiotics (B)(6) 2014 due to an infection and an abscess at the implant site, as well as extrusion of the electrode lead wire, resulting in the decision to explant the device, (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed (B)(6) 2014.